Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A customer reported that the tulip of an es2 integrated blade screw disengaged intra-operatively. The procedure was completed successfully with a 30 minute surgical delay.